Event description:
Additional information was received. Medtronic representative reported a revision was scheduled for (B)(6) 2013. It was later reported by hcp that there was a dose titration on (B)(6) 2012. Hcp reported that the patient presented on (B)(6) 2013 to discuss the pump. The residual volumes remained high which made hcp certain the catheter has been occluded for long before he met the patient. Hcp did not believe that he has a pump problem, but was convinced there was a catheter problem. Hcp indicated that given the nature of patient's pain, even getting the system to work, he was not sure if patient was going to get much pain relief. Severe constipation was also reported. On (B)(6) 2013 diagnosis was pump and catheter malfunction. Replacement of catheter and revision of pump were reported. After the revision the pump was delivering morphine. Patient was in stable condition and there were no complications. Patient presented for posterior suture removal on (B)(6) 2013 and had pump refilled same day with a mixture of morphine 2 mg and 4 mg bupivacaine with a refill date of (B)(6) 2013. Incisions are well-healed, no drainage or signs of infection were noted. The diagnosis reported by hcp was mechanical complication due to other implant and internal device. It was later reported there was no drug in the patient's pump, just saline solution. Patient symptoms were not reported or inquired but it was assumed return of pain. There was no information as to the patient's outcome after the revision nor if any product to be returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was "possibly malfunctioning", though no further details were given. Three days later, it was reported that a "case" was being scheduled for this event, which possibly references a revision. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).